Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Reportedly, the customer administered a correction injection to address bg. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.